Event description:
It was reported that the postoperative pt of stomach cancer was blindly inserted PICC catheter on (B)(6) 2015 with the puncture site on the lower arm, and the insertion process was smooth. During the catheter removal process of the catheter after the treatment was finished on (B)(6). The clinical teacher reported that there was no resistance. Breaks allegedly occurred at 16cm during the removal. It was said they rapidly used the tourniquet to ligate the upper arm vascular and asked the vascular surgery dept to remove the residual catheter by venesection under ultrasonic location. After the catheter was removed, there was reportedly no wrappage on the appearance.

Manufacturer narrative:
The complaint of a broken catheter was confirmed and the cause appeared toi be use-related. The returned product was one 4fr s/l groshong catheter. The sample was received in two segments which shared a complete break between the 32cm and 33cm depth markings. Fluid residue was evident throughout the sample. Adhesive residue was evident on the two-piece connector and luer hub. The markings on the extension tubing were completely worn. A partial circumferential split was observed at the 32cm depth marking. Can attempt to infuse water through the sample using a 12ml syringe revealed that both sample segments were patent to infusion; however, a leak was observed emanating from the site of the aforementioned partial split. Tactile inspection of the sample revealed abundant tensile weakness throughout the sample. The tensile weakness was particularly severe in the vicinity of the complete break and partial splits. Material discoloration was observed during manual manipulation of the sample. Microscopic inspection of both the complete break and the partial split revealed sharply defined break edges. Those edges exhibited a dully granular texture. The catheter exhibited an elliptical cross section at the site of the complete break. The findings of this investigation were typical of damage caused by a tensile event(s). This assessment was corroborated by the event description which indicated that the observed catheter damage occurred during device removal. A lot history review (lhr) of rexc1869 showed no similar product complaint(s) from these lot numbers.